Manufacturer narrative:
(B)(4). It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Information about patient age, gender and weight were not provided. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a deltapaq coil did not detach after several attempts. There were no potential adverse events and the procedure was completed with a similar/like product. It was reported that the device would be returned for analysis.

Manufacturer narrative:
It was initially reported that the device would be returned for analysis; however, after multiple attempts to obtain product for analysis and additional complaint information, the device was not return and no further information provided. Conclusion: as reported by a healthcare professional, a deltapaq coil (dfs10072020m/ dfs10072020m) did not detach after several attempts. There were no potential adverse events and the procedure was completed with a similar/like product. It was reported that the device would be returned for analysis; however, after several attempts to get the product returned, no product was make available and no additional information could be obtained the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach the coil could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors or unspecified concomitant devices may have contributed to the event. Since there was no evidence that the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 10/26/2016. Conclusion: as reported by a healthcare professional, a deltapaq coil did not detach after several attempts. There were no potential adverse events and the procedure was completed with a similar/like product. It was reported that the device would be returned for analysis. The deltapaq was returned for analysis. The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The unidentified microcatheter was not returned. The detachment fiber did not receive heat and melt. The coil¿s socket ring has been bent distally approximately 90 degrees. The v notch has been fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. The device positioning unit (dpu) failed electrical testing with resistance at 47.1 ohms (range 48.5/56.0), and the lab sample enpower dcb and cable systems ready green light failed to illuminate. Distal manipulation of the resistive heating coil caused the dpu to pass resistance at 51.2 and the enpower systems ready green light illuminated. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was confirmed. While the root cause cannot be determined, the evidence as received highly suggests that the most likely contributing factor to the coils non-detachment may have been due to solder joint connection damage inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are tested prior to final packaging. It was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the identification or the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.